Manufacturer narrative:
(B)(4). The DHR for lot 9157 was reviewed. No ncs, reworks, or defects related to the product complaint were found. Additional information requested and obtained: do you have the linx product code (model number), lot number and serial number (if applicable)? Lot 9157. If dysphagia, how severe was the dysphagia/odynophagia before intervention (mild, moderate or severe)? Na. Did the dysphagia improve after the device was implanted initially? Na. Did the patient have an autoimmune disease? Comorbidities: allergic rhinitis, anxiety, asthma, endometriosis, fibromyalgia. Is the patient currently taking steroids / immunization drugs? Na. When was the linx device implanted? On (B)(6) 2015. Were there any intra-operative complications during implant? Na. Was there any hiatal or crural repair done at the same time as the implant? Na. Was the device found in the correct position/geometry at the time of removal? Na. Was a new linx placed after this one was removed? No.

Event description:
It was reported that the linx device has been removed related to recurrent gerd.

Manufacturer narrative:
Pc-(B)(4). Date sent: 09/04/2019. Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found.